Event description:
It was reported that "the ventilator was connected to a pt who was in critical condition and could not breathe on their own. The ventilator stopped cycling and displayed the message "device failure" on the screen. No pt injury was reported." Ref MFR # 9611500-2015-00097.

Event description:
The description of the event: the logbook returned and the device observed provided a basis for the investigation. All info available have been analyzed regarding the reported device failure. The reported device failure could be confirmed on the basis of the logfile provided as a "blower defect alarm" was recorded, followed by the switch to pt safe mode and consequently a "device failure" alarm. However, the symptom was not reproducible in an overall 650h lab endurance test. The "device failure" which was alarmed was caused by 10 successive deviations between the measured and the set rotation speed of the blower within 5 seconds. The cause for the deviation is unk, but most likely the deviation was caused by a temporary electromagnetic interference. However, cannot fulfill the requirements of the relevant standard iec 60601-1-2 2007 regarding electromagnetic disturbances. In case the "blower defect" is identified as documented in the logfile the device switches to pt safe mode where ventilation is stopped and the "device failure" alarm is provided. When pt safe mode is activated an emergency breathing valve opens allowing the pt to breath spontaneously, the use of an alternative device may be considered necessary. The field failure-rate of the device and the motor control board are assessed acceptable. As precautionary measure, the motor control board will be exchanged.